Event description:
On 15-sep-2025, the user reported receiving an "alert 35" insulin occlusion. The agent guided the user through rewinding the ilet and performing a dry run, confirming the motor was functioning properly. The agent advised performing a full supply change, but the user chose to wait. The user was instructed to change the infusion site if the occlusion alert reappeared. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.